Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attached properly" error message. There was no reported event.

Manufacturer narrative:
Other text: b5: additional information received at smiths medical 29-jul-2021: additional information is not known. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, dso (downstream occlusion sensor) seal was bubbled. The customer stated problem was duplicated. A -cassette not attached properly- error alarm emerged during the functional tests. Mu showed a nonreactive dso sensor so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.